Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update - (B)(4) 2012 - litigation papers received. There is no new additional information that would affect the investigation. Update - (B)(4) 2012 - medical records were received from legal. The revision operative report indicated the patient was revised to address disassociation and secondary wear of the cup. The cup was revised at a later revision due to increased version. Doi: (B)(6) 2007 - dor: (B)(6) 2009 (head/liner) and again on (B)(6) 2012 . The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is still under investigation.

Event description:
At my appointment with my surgeon, I was told that depuy pinnacle cup with metal on metal articulation (hip replacement) was failing after less than three years and had to be replaced within 6 months. A blood test revealed high levels of chromium and cobalt and an MRI showed fluid collecting on the joint. It is also squeaking. My surgery is scheduled. Background: my left hip was replaced in 2007 with a depuy polyethylene system. According to my surgeon, the cup liner slipped out of position and began to disintegrated, necessitating hip revision surgery in 2009. The depuy pinnacle cup with metal articulation was implanted at that time. But 2012, my surgeon determined it too was failing.

Manufacturer narrative:
Maude event report (B)(4) states: at my appointment with my surgeon, I was told that depuy pinnacle cup with metal on metal articulation (hip replacement) was failing after less than three years and had to be replaced within 6 months. A blood test revealed high levels of chromium and cobalt and an MRI showed fluid collecting on the joint. It is also squeaking. My surgery is scheduled. Background: my left hip was replaced in 2007, with a depuy polyethylene system. According to my surgeon, the cup liner slipped out of position and began to disintegrated, necessitating hip revision surgery in 2009. The depuy pinnacle cup with metal articulation was implanted at that time, but in 12, my surgeon determined it too was failing. Doi: 2007, dor: 2009 (poly disassociation). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with (B)(4). No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges pseudotumor, elevated metal ions. Added dob, head and liner.

Manufacturer narrative:
Product complaint # (B)(4). Added: age), (exp. Date) and (patient). (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.